Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the manufacturer representative met the patient for reprogramming on (B)(6) 2017 which was reported to be the 3 week post-operative appointment. The patient expressed frustration because they had a hard time getting even 4 connectivity boxes while recharging and the slightest movement from the patient would cause a loss of any connectivity. The implantable neurostimulator (ins) was implanted in the patient's left flank making it difficult for the patient to even place a charger antenna over the ins. Using the antenna locate (al) feature, the highest connectivity was 62 but it did not stay at that number long. The patient still had some post-operative swelling at the pocket site but it the patient leaned forward it cause the bottom portion of the ins to stick out more. When doing that, the connectivity stayed around 4 boxes. This position was not comfortable for the patient to use during the entire course of recharging. The patient wanted to wait until the 6 week post-operative appointment on (B)(6) 2017 to allow the swelling to go down more as the patient was going on vacation. During that next appointment it would be assessed if a pocket problem needed to be addressed. The patient saw their health care professional (hcp) on (B)(6) 2017 who agreed that the pocket needed revision. A fluoro picture was taken of the leads and it was discovered that the right lead had moved up from the tip at the top of t9 to now the tip was at the top of t10. The left lead tip was at the top of t9 where it was implanted. The pocket revision was planned and there would be a possible lead revision. The patient was reprogrammed based on the new knowledge of the lead location using hd settings. A message received from the patient on (B)(6) 2017 stated that the patient's legs were experiencing the majority of the paresthesia. There was no relief in their back. The manufacturer representative offered to meet with the patient to try ld programming but had not yet heard back from the patient. The issue was not resolved at the time of the report. The pocket revision was planned but not scheduled. Patient weight and medical history were asked but would not be made available. The patient was alive with no injury. No further complications were reported.

Manufacturer narrative:
Due to clarifying information, the device code (B)(4) no longer applies as the more specific code (B)(4) applies if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-07-07 reporting that the implantable neurostimulator (ins) was located more in the patient¿s left flank deeper than 1 cm in tissue. The patient also had difficulty reaching it because they had limited range of motion with their left shoulder due to age, arthritis, etc. The difficulty reaching the ins was also due to it being above the beltline and more toward the midline of the body. The patient¿s spouse assisted the patient with placing the antenna and using the belt because of these difficulties. The ins needed to be relocated and brought closer to the surface so that the patient could more easily recharge and not require assistance in locating the antenna for charging. The pocket revision was not yet scheduled as they were waiting for submission of the authorization request to be sent to insurance. It was reported that the need for a lead revision would not be determined until after exhausting all reprogramming possibilities. This information was confirmed by the physician/account. No further complications were reported.